Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating the image processing computer¿s image disk failed during power-on self-test, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer and the procedure was completed with a delay less than 20 minutes by restarting the device. The philips field service engineer (fse) inspect the system onsite and confirm that device gave an error indicating the image processing computer¿s image disk failed during power-on self-test, which can impact imaging. Upon troubleshooting, the fse found the disk bay issue. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced disk bay. After replacement, the system returned to use in good working order. The codes were updated based on investigation outcome.